Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention controls. Testing results: qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was >8.0 inr on three separate tests at 3:56 pm, 3:59 pm, and 7:19 pm. The result from the laboratory using neoplastine ci plus reagent was 5.8 inr. The therapeutic range was 2.5-3.5 inr.